Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rate increased to 100bpm for one minute while using electrocautery during device changeout for upgrade. The device was reprogrammed to voo 50 and the rate stayed at 50bpm. Suspect magnetic field close to programming head may have caused higher rate. The device was explanted and replaced. No patient complications were reported as a result of this event.